Manufacturer narrative:
Reason for reoperation is capsular contracture baker grade unknown and inflammatory nodule. The event of capsular contracture and inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "there are nodules with intermediate contrast enhancement within the left mammary implant, which should be related to silicone-induced granuloma" and capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The events of rupture and fluid collection were later reported. The device has been explanted.